Event description:
It was reported that before use of the needle ns 27ga 3/4in w/o sil glue was found on cannula. The following information was provided by the initial reporter: additional components with glue on cannula were identified in process. Please reference the information below: related events: 1. Event reported under (B)(4) (captured under bd (B)(4)) for item 05-8016 (301670). 2. Event reported under (B)(4) (captured under bd (B)(4)) for item 05-8022 (301671). Alcon 456000 (05-8022 / 27ga 3/4" sharp). Operator identified glue on cannula during the processing of order 8249888 (apd lot # 201810160104). Batch number: 8249888. Discovered: (B)(6) 2019".

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the needle ns 27ga 3/4in w/o sil glue was found on cannula. The following information was provided by the initial reporter: additional components with glue on cannula were identified in process. Please reference the information below: related events: event reported under (B)(4) (captured under bd (B)(4)) for item 05-8016 (301670), event reported under (B)(4) (captured under bd (B)(4)) for item 05-8022 (301671). Alcon 456000 (05-8022 / 27ga 3/4" sharp): operator identified glue on cannula during the processing of order (B)(4) (apd lot # 201810160104). Batch number: 8249888, discovered: (B)(6) 2019."